Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported low blood glucose. The customer received the change sensor alert. The customer reported the differences in the sensor glucose and the blood glucose event. The customer reported a blood glucose value of 40 mg/dl. The customer experienced hypoglycemia and was treated with an emergency room visit, as well as self-treatment of a severe glycemic excursion. The event involved product(s) mmt-7040ma, mmt-332a, mmt-243a, and mmt-1884. Troubleshooting was not performed for the low blood glucose, change sensor, and sensor glucose v/s the blood glucose event. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-7040ma, mmt-332a, and mmt-243a. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08825 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(4) event date of 02-mar-2026 and related svn#: (B)(4) event date of 03-mar-2026, there were no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(4) event date of 02-mar-2026 and related svn#: (B)(4) event date of 03-mar-2026 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week from the primary svn#: (B)(4) event date of 02-mar-2026 and related svn#: (B)(4) event date of 03-mar-2026, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: (B)(6) 2026 14:43:00.000 (B)(6) 2026 15:49:00.000 (B)(6) 2026 16:22:00.000 sgcalibrationerror (776) was found on: (B)(6) 2026 08:06:09.000, (B)(6) 2026 08:06:28.000 (B)(6) 2026 06:05:11.000 (B)(6) 2026 05:42:47.000, (B)(6) 2026 09:41:27.000 (B)(6) 2026 08:33:42.000 sensorerroralert (801) was found on: (B)(6) 2026 00:44:41.000 lostsensor2alert (781) was found on: (B)(6) 2026 16:45:00.000 (B)(6) 2026 16:55:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sg calibration error, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2026 and (B)(6) 2026 during bolus/basal/prime deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Low battery alert was found on: (B)(6) 2026 16:12:00.000 insert battery alarm was found on: (B)(6) 2026 16:19:18.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2026 at 07:51:59.000. There was no power data available for the date of (B)(6) 2026. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.65 mv). The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. Customer alleged for sensor anomaly (no current code/category) was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.